Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call that a new battery would not last for a day. The customer's blood glucose was 135 mg/dl at the time of incident. The customer stated that the battery cap might be damaged. The customer stated that the insulin pump received failed battery when they changed the battery. The customer stated that there was an enclosed circle on the insulin pump. The customer stated that they did not receive a weak battery alert. The customer stated that they did not performed excessive button pressing, backlight was not used frequently, does not perform daily rewinds, no unattended alarms, insulin pump was not in vibrate mode, does not upload frequently. The customer stated that they were using (B)(6) aaa alkaline battery. The customer was advised to clean the battery cap with cotton swab and wait for 5 seconds to reinsert battery. The customer did not state that the issue was resolved. The insulin pump will not be returned for analysis.